Manufacturer narrative:
(B)(4). The device was received with the lower I-blade out of position on jaw and stuck. The energy button was in good visual and properly attached to the device. Due to the returned condition, functional testing could not be performed. Due to the condition of the I-blade the device stayed in locked position. The jaw could not be opened and closed due to the out of position I-blade. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open colectomy procedure, within five minutes of use of the device, the firing knob fell off on the table. Refixed the broken knob manually. Later in next five minutes when surgeon had taken tissue to be transacted within the jaw, but he found that the jaw of the probe was not opening at all. Tried forcefully opening the jaw. Now the blade can be seen as stuck in the upper and lower jaw and is not moving. They took another piece of (B)(4) and completed the case. There were no adverse consequences for the patient reported. One device will be returned.